Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that a significant increase in capture threshold was observed. The lead was explanted and replaced when it was not possible to attain a stable and acceptable threshold. The patient was in stable condition before, during and after the procedure.